Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item #01-6550, lot # 773651, tmj system right narrow mandibular component 50 mm / 7 hole. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00602.

Event description:
It was reported that the patient underwent a bilateral temporomandibular joint procedure approximately eleven (11) years ago. The patient is now experiencing tenderness, pain and skin discoloration on the right side. Attempts have been made and no further information has been provided as of the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined.

Event description:
No further event information is available at the time of this report.